Event description:
It was reported that separation occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "noticed that needle hub was found to be detached from the ext. Tubing one day after usage of the product."

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8305868. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability test the affected sample, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "noticed that needle hub was found to be detached from the ext. Tubing one day after usage of the product."